Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that electrograms from a recent follow up visit showed artifact on the right ventricular (rv) channel which varied in amplitude but was not sensed. Isometric maneuvers were performed and the noise could not be reproduced. It was noted that there is a transvenous lead that was previously surgically abandoned and the physician suspects the noise is due to lead on lead chatter. Boston scientific technical services was contacted for further review and follow up recommendations. The consultant identified recent episodes of noise that is now being oversensed. The boston scientific local area representative stated they will be going back to the clinic and will discuss the findings with the physician. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that electrograms from a recent follow up visit showed artifact on the right ventricular (rv) channel which varied in amplitude but was not sensed. Isometric maneuvers were performed and the noise could not be reproduced. It was noted that there is a transvenous lead that was previously surgically abandoned and the physician suspects the noise is due to lead on lead chatter. Boston scientific (bsc) technical services was contacted for further review and follow up recommendations. The consultant identified recent episodes of noise that are now being oversensed. The bsc local area representative stated they will be going back to the clinic and will discuss the findings with the physician. The system remains in service and no adverse patient effects were reported. The bsc local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received from the bsc local area sales representative stating that the manufacturer of the previously abandoned lead is unknown. The noise was still visible during in office evaluation. The physician did not express concern and the patient will continue to be monitored. No adverse patient effects were reported. Hat was previously mentioned.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.